Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. Occlusion alarm occurred during therapy. No further information was available.

Manufacturer narrative:
(B)(6).